Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/85 xxl esophageal balloon catheter was selected for use. However, during inflation at 2 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.